Event description:
This report is submitted for the mitraclip clip delivery system ((B)(4)) that detached from the anterior mitral leaflet requiring intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+, and challenging anatomy. There was a significant posterior prolapse and a flail observed. All standard echo views were used to confirm leaflet insertion; however, the views were not standard angles due to the orientation of the heart which contributed to difficulty with leaflet grasping visualization and leaflet insertion assessment. The clip delivery system (cds (B)(4)) was advanced. Prior to clip deployment, the leaflet was grasped, but there was some concern about the anterior leaflet insertion due to the poor imaging. A double orifice valve was observed and the anterior leaflet appeared to be inserted into the clip during some cardiac beats, but appeared to drop below the clip arm in others. There was long discussion about whether the anterior leaflet was well inserted; however, the physicians agreed that insertion was good after full leaflet insertion assessment per the instructions for use (with difficult imaging due to patient anatomy). The clip was deployed and the mr was reduced to 2+. Immediately after deployment, after retraction of the actuator on the cds, it was observed on fluoroscopy that the clip detached from the anterior leaflet. The mr returned to 4+. There was no leaflet damage.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. A second clip was deployed lateral to the first clip without incident, stabilizing the motion of the first clip and reducing mr grade from 4+ to 1+. The procedure was completed without further incident and the patient was stable. No additional information was provided. Concomitant medical products: mitraclip system: steerable guide catheter, lift, support plate, stabilizer. The incident information was review; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Potential causes for the reported failure to adhere or bond and incomplete coaptation can be caused by, but are not limited to, manufacturing anomalies, patient morphology, user technique, and procedural conditions. As part of the mitraclip manufacturing process, all devices undergo 100% visual and functional inspections to verify product quality. Review of the device history record confirmed that this device passed all visual and functional inspection requirements. Additionally, there were no non-conformances identified for this lot that would have contributed to the reported event. Review of the complaint handling database of the reported lot found no similar incidents. The user did not report any issues while functionally inspecting the cds during device preparation, which is an indication that the device was initially functioning properly during functional inspection. Therefore, manufacturing can be ruled out as a contributory cause to this incident. In regards to patient morphology / user technique / procedural conditions, the physician had reported that the anatomy was challenging. It was reported that the patient had significant posterior prolapse and a flail observed under imaging. Additionally, leaflet visualization and leaflet insertion assessment were not optimal due to the orientation of the heart; therefore there was uncertainty by the physician whether the anterior leaflet was fully inserted into the clip. Upon deployment of the clip, it was observed that the clip was detached from the anterior leaflet, most likely due to the insufficient grasping of the leaflet. Therefore, patient morphology / user technique / procedural conditions cannot be ruled out as a contributory cause to this incident. Based on the information reviewed, it was determined that this incident can be attributed to patient morphology / user technique / procedural conditions. The reported failure to adhere or bond was due to the significant posterior prolapse and flail, as well as the suboptimal visibility of the leaflets while attempting to grasp. The reported incomplete coaptation was due to the uncertainty of whether the anterior leaflets were fully inserted into the clip. Due to the suboptimal visibility, the physician could not definitively be certain that the anterior leaflet was fully grasped. Following deployment, the clip was found to have detached from the leaflet, as the grasp had not been adequate. Based on the analysis of the incident details, the reported failure to adhere or bond and incomplete coaptation appear to be related to procedural conditions. Based on the information reviewed, there is no indication of a product deficiency.